Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received an occlusion alert while using an infusion set with a contact detach needle on the ilet system; glucose remained stable, the patient changed all infusion supplies at the scheduled change time, nothing appeared abnormal, and the contact detach needle was not bent, with the occlusion resolving only after the supply change; troubleshooting and education were completed, and there were no additional alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user troubleshooting and education. Investigation of this case revealed an occlusion that resolved following replacement of the infusion set and related supplies, with no device or component abnormality observed. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.